Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore, a batch review will not be conducted. If additional relevant information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during the initial drain on the home choice (hc). The technical service representative (tsr) instructed the caregiver (cg) to cycle power and the hc then alarmed system error 2367. The tsr had the cg cycle power again and the alarms cleared. The tsr advised the cg to start over with new supplies. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is not confirmed because the disposable set was not returned to baxter for evaluation, the lot number was not provided for a batch review and the user did not describe any types of use errors or other issues that might have caused the reported event. The assignable cause is undetermined.